Event description:
On (B)(6) 2011 essure coils were insert as a permanent birth control. On (B)(6) 2016 I was diagnosed with a viral syndrome, pain and swelling at joints in multiple sites. In the pass 4 year I been dealing with heavy bleeding and painful during my menstrual cycle, large blood clots, swollen feet and hands, tingling sensation on my hands, hair loss, bloating, radiating pain that starts in my lower back and ends in my legs, sexual dysfunction, body aches, mood swings, excruciating pain during orgasm, cramps, stiffness in the mornings to the point makes it difficult to walk, metallic taste in mouth, sharp stabbing pain in the pelvic area, short term memory loss and itching burning sensation in the vagina entrance. FDA safety report ID# (B)(4).